Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow or no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Every time IV is inserted into a patient and the needle retraction button is press, it won't retract. This causes difficulty trying to keep the IV patent while removing the needle and most times the IV will not stay in the vein as a result. End users uses sometimes 2 or 3 and even 4 ivs to get one to retract and the IV stay in patient.

Event description:
No new information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.